Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 18jun2019. The manufacturer¿s international service technician confirmed the reported issue. The customer removed the device from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a pressure accuracy test failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.